Event description:
It was reported that during a pta treatment to deploy an express ld stent in the rt. Biliary duct, the stent was longer than expected. The physician tried to retrieve it and replace it with a shorter than 57mm stent at that lesion, but the stent's proximal portion was stuck to the duct wall. The physician had a difficult time retrieving it, and the pt started to develop a fever. The physician aborted the attempt to place a stent and inserted a drainage catheter instead. No further complications were reported. The pt was reported to be in stable condition. No additional info is available at this time.